Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed a product malfunction. The device was not used. Additional details have been requested but not provided to date. Should additional information become available, a follow up report will be submitted. (B)(4).

Event description:
Complaint received from a distributor reporting that "hair is in the package." The distributor reported "we received one device in original packaging. The received sample was taken to a visual inspection. At the received sample we detected a brown hair with a length of approx. 10 cm inside the primary packaging." Photos were provided. Product was not used.

Manufacturer narrative:
Updated date: device manufacturing date (11/2016). A batch record review was performed. A non-conformance (nc), for mucus with loose particles inside the package is identified. Defective items were scrapped. A previous nc related to a negative trend concerning package issue" is associated with this complaint, which is closed. The likely root causes were identified as noncompliance with the rules of movements and stay in classified rooms by operators during manufacturing process, poor cleaning quality of classified rooms, working environment in classified rooms (intermediate boxes, static properties of surfaces), non-adequate full cleaning frequency of production equipment and static properties of materials. Corrections were performed and found effective. Complaint order was produced before implementation of corrections. A photograph has been received for this complaint, which was evaluated in accordance and a defect is observed on the picture. No additional investigation is needed. This issue will be monitored through the post market product monitoring review process.